Event description:
The complainant stated that the bed has no functions and the head section is in the raised position.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction. A follow up report will be sent once the customer discloses their investigation.